Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The investigator noted some physical damage (a dent) on both the front corners of the top case. A review of the event history log (ehl) revealed a primary audible alarm bgnd test. An occlusion test was performed. The message from the ehl was not replicated. No physical damage was found on the speaker or interconnect board. Based on the ehl findings, and the physical damage on the top case, the reported product problems, dropped unit and presence of a failure code (audible failure), were both confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventive measure. The pump then underwent routine preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
It was reported that the cadd solis vip pump was dropped and exhibited a failure code (audio failure). No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: customer response email received with new information event date and indicating that the pump was dropped.